Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a routine generator replacement. During procedure, the right ventricular lead was noted to be void of insulation distal to the lead sleeve. The physician decided to cap and replaced the lead on (B)(6) 2019. Patient was stable post procedure.